Event description:
Customer reported the pump failed to consistently recognize new cartridges, necessitating a shutdown and restart, which led to insulin and supply waste since a new cartridge had to be loaded each time. There was no adverse impact on (B)(6) blood glucose level. Customer declined further troubleshooting from technical support.